Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
Two powerglides where they are stating the catheter "bent on insertion" however, it looks like the wire was pulled completely out of the device.